Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula event on 18-jan-2025. The blood glucose level of the patient was high which was treated by bolus by pump. Also, the patient had moderate ketones. Therefore, the patient went to emergency room on 18-jan-2025 for five hours. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. Moreover, the infusion set was used for three days and symptoms were noticed within three hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.